Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, oversensing of noise resulting in an inappropriate mode switch episode was observed on the atrial lead. No programming changes were made. There was no patient symptom reported. The patient will continue to be monitored.